Event description:
A radial jaw needle was used for a diagnostic bronchial fibroscopy. During the procedure, a jaw detached and remained in the patient's bronchus. The fiberscope was retrieved, the jaw inside of the pt was withdrawn and a new device was used to complete the procedure.